Manufacturer narrative:
(B)(4). Source: (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02133, 0001822565-2020-02134, 0001822565-2020-02135, 0001822565-2020-02136, 0001822565-2020-02138, 0001822565-2020-02139, 0001822565-2020-02140, 0001822565-2020-02142, 0001822565-2020-02144, 0001822565-2020-02145, 0001822565-2020-02146, 0001822565-2020-02147, 0001822565-2020-02148, 0001822565-2020-02149, 0001822565-2020-02150, 0001822565-2020-02151, 0001822565-2020-02152, 0001822565-2020-02153, 0001822565-2020-02154, 0001822565-2020-02155, 0001822565-2020-02156, 0001822565-2020-02157, 0001822565-2020-02158, 0001822565-2020-02122, 0001822565-2020-02121. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was debris in the sterile package. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned products (20 from lot #64633897 and 20 from lot #64655319) confirmed the presence of debris in some of the pouches containing the products. Three pouches from lot #64633897 and five pouches from lot #64655319 each contained one loose blue particle. All the blue particles exceed the maximum .60 sq. Mm. Size allowed. A second box of 20 pouches from lot #64655319 was not returned. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. DHR was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the 7 parts found with the loose debris when they left zimmer biomet control is considered non-conforming based on the evaluation of the returned products. The loose blue particles likely came from the excess flash generated during the molding process of the mixing bowl and/or during the trimming of this excess flash. The root cause of the reported issue is attributed to a manufacturing issue. Although, the reported event is a known potential inherent issue associated with the molding process used at the time of manufacture of lot #64655319, the condition of the remaining parts alleged against cannot be confirmed or evaluated without product return or photographs. The returned pouches free of debris are conforming to specifications. This event is non-reportable as there is no serious injury or prior event that have not resulted in serious injury.  Additionally, the patient is protected from injury by a standardized process which prevents introduction of non-sterile items to the surgical field.  This process includes confirmation of  the sterility of the contents; as noted on the packaging, the expiration date, package integrity, product integrity (e.g., discoloration or particulate formation in medications and solutions), and verification that the external chemical indicators (if applicable) have changed to the correct color, indicating the parameters for sterilization have been met as well as assuring there are no visible signs of organic or inorganic material present within the packaging.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.